Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009. Inratio: 2.1. Lab: 1.5. Pt's therapeutic range= 2-3.